Event description:
It was reported the pt is not receiving effective stimulation and does not have left-sided coverage. The pt was implanted for bilateral coverage but has right- sided pain coverage. Follow-up revealed surgical intervention was undertaken on (B)(6) 2014 and a new lead was added at the t10-11 level. Effective stimulation was achieved postoperatively and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.